Event description:
The patient reported symptoms of tingling sensation on tongue and lips, swollen eyes and lips and suffered from an anaphylactic shock episode. The patient reported visiting the e.r. Due to the anaphylactic shock episode. The patient indicated being prescribed an epinephrine pen and steroids to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2014 and the patient is currently fine.

Manufacturer narrative:
The retainers are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes the fact that the vivera retainers caused or contributed to the anaphylactic shock episode. The patient reported suffering from an anaphylactic shock episode, visiting the e.r and being prescribed an epinephrine pen and since vivera retainers were used at that time, this event is being filed as an MDR.